Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter: safety was faulty.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter: safety was faulty.